Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.

Event description:
It was reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.